Event description:
The device was returned to facility for an unrelated issue; during incoming testing the device displayed a "defib fault 108" message. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Root cause analysis of the bridge board found a faulty insulated gate bi-polar transistor to be the cause of the malfunction. The bridge board was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.